Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device log review showed the unit was operating on a depleted battery during the event. Multiple attempts to charge for defibrillation reached the 25-second charge limit and timed out. The battery continued to deplete and the device later displayed a low-battery shutdown warning appropriately before powering off. The battery used during the event was not returned for evaluation. Testing of the returned device with test accessories demonstrated normal performance, including charging in less than 7 seconds, successful defibrillation cycle testing. Internal inspection revealed no device-related defects or failures. Based on the investigation, the reported charge timeout and subsequent shutdown were consistent with operation on a depleted battery. The device met specifications and was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.